Event description:
As it was reported by an affiliate, a patient presented with leg ischemia during an interventional procedure after closing the femoral artery with an exoseal device. The patient developed leg ischemia. The patient required surgical intervention to prevent permanent impairment or damage. During the intervention the surgeon found white fibrous material in-situ. The white fibrous material was sent to pathology for review for review. No patient outcome tba. The device was discarded and is not available for evaluation.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Complaint conclusion: at an unknown time post achievement of hemostasis with an exoseal device, the patient presented with leg ischemia and surgical intervention was conducted. During the intervention the surgeon found white fibrous material in-situ. The white fibrous material was sent to pathology for review. The pathology report has found that there was no foreign material. The pathology findings were of thrombus origin. The patient's medical history was unknown. The device was used in a retrograde approach during an interventional procedure. It was noted that there was no anticoagulation medication used. The physician had used exoseal approximately 20 times before. The exoseal vascular closure device did not show any visible signs of damage. The sheath used was unknown, 6f sheath. It was unknown if the sheath locked properly against the cowling or if an audible click was heard. It was unknown if an adequate bleed-back signal was observed. It was unknown if proper indication was observed in the indicator window. The plug deployment button was fully depressed and the reporter indicated that the plug deployed. Hemostasis was achieved with the exoseal. There was no pre-existing hematoma prior to insertion of the device and the angle of access was between 30 to 45 degrees. The femoral artery suitability was verified by angiography that showed a vessel diameter >/= of 5mm, no calcification and that the arteriotomy was not near the stented segment. No resistance was felt while inserting the device through the sheath. The deployment button was fully depressed, the plug was deployed and hemostasis was achieved. The device was removed with the sheath as a single unit without any bleeding complications. Procedural films were not available. The device was discarded and is not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Based on the information available for review and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event, however there are pharmacological factors that may have contributed to the patient's leg ischemia reported (no anticoagulation medication used during the interventional procedure). Based on the pathology findings (thrombus), there is no evidence of plug intravascular deployment. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.